Event description:
The device was used during an unspecified procedure. Reportedly, the cartridge was difficult to toggle and the needle broke and disengaged into the pt's cavity. The hosp has reported no pt injury occurred.